Event description:
A nurse called zoll customer support to report that a (B)(6) female patient said she was receiving check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon investigation the ECG "c&d" cable insulation was cut and wires were exposed, which caused the reported belt messages. The root cause for the damaged cable was physical abuse. No adverse event resulted from the cut cable. The patient received a replacement electrode belt.